Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that the numbers were scrolling on the display during bolus. Blood glucose level was 189 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarm or buttons scrolling up noted during testing. Insulin pump had a cracked case at display window corner and cracked reservoir tube lip.